Event description:
The following information was based on medical records provided by the patient's attorney: (B)(6) 2007 - bladder surgery with the implant of a non-bard vaginal sling. (B)(6) 2010 - patient underwent an anterior colporrhaphy with bard flat mesh. This procedure was performed due to a recurrent cystocele. The following allegations were made by the patient's attorney: permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made. This is an elderly patient with comorbidities of hypertension and fibromyalgia. She has undergone multiple abdominal surgeries including previous bladder surgery with the implant of a non-bard vaginal sling. The medical records provided do not cover the period past implant; therefore at this time there is no indication that the source of the alleged post operative events was the bard flat mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, there is no indication that the mesh has been explanted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.